Event description:
It was reported that prior to use of the ap40 centrifugal pump, preparing for an emergency extracorporeal membrane oxygenation (ECMO) procedure in the interventional catheterization room. While connecting the centrifugal pump head to the circulation tubing, the centrifugal pump head broke. A new pump head was immediately used instead to continue the operation. No patient complications have been reported as a result of this event. Medtronic received photo of the defective pump head.

Manufacturer narrative:
Additional review of the event and additional photo of the defective device received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.¿ correction d3: updated the manufacturer name, and address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of the ap40 centrifugal pump, preparing for an emergency extracorporeal membrane oxygenation (ECMO) procedure in the interventional catheterization room. While connecting the centrifugal pump head to the circulation tubing, the centrifugal pump head broke. A new pump head was immediately used instead to continue the operation. No patient complications have been reported as a result of this event.